Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump touch screen had pixel issue. Additionally, the customer reported low blood glucose (bg) level of 33 mg/dl. Customer consumed carbohydrates to address high bg the customer will continue to use current pump.